Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the touchscreen to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed discoloration around the flex cable, and an off-white residue in the corners of the screen, resulting in damage to the flex cable portion of the touchscreen. This damage resulted in an open circuit of the flex cable connector. The touchscreen failure was due to the out of specification resistance measurements.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen on the v60 ventilator was not working properly. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse arranged for onsite service. The investigation is ongoing.